Event description:
A hosp (B) (6) reported to fisher & paykel healthcare that the retention clip which holds the heater wire in place broke off and was 'floating around' the interior of the inspiratory tube of the rt235 infant evaqua breathing circuit. Upon request for further info, it was reported that the humidifier issued an alarm alerting medical staff of the event and that the breathing circuit had been in use for 16 days at the time of the event. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The device is currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. We are unable to carry out a lot check as no lot number has been provided.